Event description:
Info received indicates the left siderail is not staying up.

Manufacturer narrative:
The technician found the push tube bent and the damper leaking. He replaced both the left and right dampers and the push tube to repair the bed.